Manufacturer narrative:
Model number: reservoir: 72404161, pump: 72404310; serial number: reservoir: (B)(4), pump: (B)(4); catalog number: reservoir: 72404161, pump: 72404310. UDI number: reservoir: (B)(4), pump: (B)(4); expiration date: reservoir: 04/26/2023, pump: 03/12/2023; manufacture date: reservoir: 04/27/2018, pump: 03/13/2018.

Event description:
It was reported that the patient experienced an infection at the inflatable penile prosthesis surgical site. The system was replaced with a 65ml reservoir, pump, and 12 cm x 9.5 mm cylinders. The patient was doing well.

Manufacturer narrative:
Model number: reservoir: 72404161, pump: 72404310. (B)(4). Catalog number: reservoir: 72404161, pump: 72404310. (B)(4). Expiration date: reservoir: 04/26/2023, pump: 03/12/2023. Manufacture date: reservoir: 04/27/2018, pump: 03/13/2018.

Event description:
It was reported that the patient experienced an infection at the inflatable penile prosthesis surgical site. The system was replaced with a 65ml reservoir, pump, and 12 cm x 9.5 mm cylinders. The patient was doing well. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.